Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, the patient developed cardiac tamponade with associated hypotension. A pericardiocentesis was performed post implant. No complications were reported. All aortograms and angiograms as well as the transthoracic echo and found no obvious cause of the hemorrhagic pericardial effusion. The patient was transferred to the cath lab recovery unit. Later in the day the patient re-developed hypotension requiring pressor support and had a recurrent pericardial effusion which was again drained. Following this, the patient had no further accumulation of pericardial fluid with minimal drainage over 24 hours. It was reported that one day following the implant, the patient again developed recurrent hypotension and hypoxic respiratory failure with a metabolic acidosis, acute blood loss anemia, hypovolemic shock, and lactic acidosis. The patient died. The cause of death was reported to be due to ischemic bowel. Per the physician, the valve did not cause or contribute to the death, however the valve implant procedure did. An autopsy was not performed.